Event description:
Customer reports that in 2002 at 11:00 am, a troponin result of 0.30 ng/ml was obtained from a patient. The pt came through ER for chest pains. Upon receipt of the results, the patient was admitted. The repeat troponin result was 0.13 ng/ml. Both the initial and repeat troponin results were below the cutoff value of 0.50 ng/ml the next day, a physician questioned the results based on the patient's clinical presentation and other cardiac enzymes. No death or serious injury was associated with the false high results. However an elevated troponin result above 0.50 ng/ml could potentially contribute to treatment decisions that may include cardiac catheterization.